Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the health care professional was in the process of placing the tracheostomy device for the patient, but the cuff was already ruptured straight out of the tracheostomy box within the kit.